Manufacturer narrative:
The device was received for evaluation with a disconnect cap; an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Particulate matter inside the tubing (white residue) was identified during visual inspection. Sample did not meet specification for the reported issue. Spectroscopic analysis of the white particulate on the inner surface of the tubing determined it was composed of calcium carbonate plus likely sodium chloride and one or more unidentified additional components. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter observed in the lumen of the tubing during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.